Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mdt rep met with patient at MRI appointment. Patient is needing MRI of index finger. Rep reports they interrogated the implantable neurostimulator (ins) and discovered some high impedance values and are wondering if they should proceed with MRI or not. Electrode 0 has a value of 4898 ohms, 3 is 5070, 2 is 4911, and 1 is 4227. Rep was redirected to provider. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the high impedance was not determined. There were no actions or interventions done in attempt to resolve the issue. MRI was not done. The high impedance did not resolve. This information has been confirmed by the physician.